Event description:
The facility reported a flo-gard 6200 infusion pump which delivered an antibiotic in a faster than intended time on a male patient. The intended infusion rate was set at 42cc/hr. However, the entire amount of the antibiotic infused in 15 minutes. The antibiotic name and total amount infused is unknown at this time. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard 6200 infusion pump which delivered in a faster than intended time cannot be confirmed as the customer is not sending this device to baxter for evaluation or repair. Baxter no longer services flo-gard 6200 pumps and the customer is not willing to send the pump to baxter for evaluation only. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump and/or additional information be received, a follow-up medwatch will be submitted.